Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal scheduled for feb 4 2016') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("thinning hair"), dental caries ("I did get my first two cavities") and gingival pain ("my gums are very sensitive"). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, alopecia, dental caries and gingival pain outcome was unknown. The reporter considered alopecia, dental caries, gingival pain and medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- alopecia, dental caries, gingival pain and medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: processed with fu2 and fu3. Follow up received from social media. Reporter was added. Events hair thinning, tooth cavity, sensitivity of gums were added. On (B)(6)2020: follow up received from social media. Reporter was added. No new clinical information was reported. On (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal scheduled for (B)(6) 2016') in a female patient who had essure inserted. In 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.